Event description:
It was reported that the user experienced repeated occlusion alarms overnight while using a Contact Detach infusion set and required multiple infusion set changes; the user corrected using subcutaneous insulin via pen, then changed the infusion set and resumed iLet dosing, and the affected component was the connector/coupler with an obstruction of flow. Symptoms included a hyperglycemic peak of 396 mg/dL with associated nausea, and muscle weakness described as feeling heavy like a weight. Outcomes included unexpected medical intervention in the form of insulin injection and a serious illness/impairment classification. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed findings consistent with a deformation problem leading to an obstruction of insulin flow associated with the connector/coupler component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA¿form¿483 observations to ensure full reporting compliance.